Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date of the device could not be determined. Based on the results of the investigation, it is likely that the reported failure modes can be attributed to user error, improper handling, as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light fibers were damaged. The issue found is at reprocessing. There is no patient involvement on this reported issue. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation, service repair noted unable to confirm the damaged light fibers however, debris in the optical system was observed. In addition, minor dents were observed on eyepiece (e/p) funnel. Device evaluation findings did not confirm the reported issue of "light fibers were damaged." However, debris were observed in the optical system. Due to this findings, service repair recommended a repair of the optical system. Investigation is ongoing. This report will be supplemented accordingly following investigation.